Event description:
As reported, internal carotid artery aneurysm measuring 10.03 × 9.57 × 7.79 mm. After the microcatheter was positioned, embolization was prepared. The first 0837 coil could not be detached after placement. After wiping the proximal end with sterile gauze, repeated attempts to detach were made without success. A new detachment device was used, but detachment still failed. When attempting to withdraw, it was found that the coil could not be retrieved at the proximal end of the microcatheter. Upon complete withdrawal, it was found that the coil had already detached within the microcatheter. A coil of the same model was replaced and embolization was successfully completed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis however, is stated to be available for return evaluation; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.